Manufacturer narrative:
A sample product was not received for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when an intraocular lens (iol) was being primed with ocular viscoelastic device, it became stiff and stuck in the injector. He did not want to force it, so another lens was used instead. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented incorrectly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is just inside the nozzle entry area. The trailing haptic is folded in on the optic edge. The leading haptic is extended. Product history records were reviewed and the documentation indicated the product met release criteria. The device was inspected and the plunger was oriented incorrectly upon return. The plunger was potentially oriented incorrectly during the assembly process. The manufacturer internal reference number is: (B)(4).